Manufacturer narrative:
The device evaluation showed the following: it appears that the leading end of the catheter has separated from the catheter body at the mid-olive. Polyimide residue inside the mid-olive suggests that the two were bonded. Presence of unraveled braiding suggests that the polyimide appears to have broken off. The findings from the evaluation are consistent with the physician¿s observations. The root cause for separation of the polyimide from the rest of the catheter could not be determined with the currently available information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt281416j/13568671) was successfully deployed, its delivery catheter was pulled back into an introducer sheath. The delivery catheter and introducer sheath were then retracted down, and when the delivery catheter was removed from the sheath, it was revealed that the leading olive was detached from the catheter and remained in the sheath. The detached leading olive and sheath were removed from the patient, and the procedure was concluded without further issues. It was reported that there was no specific anatomical abnormalities (including vessel tortuosity) that could cause the separation of leading olive. Additionally, the delivery catheter and introducer sheath were retracted in appropriate way, and no resistance was felt.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Cause of the leading end of catheter broken is unknown.